Event description:
It was reported that the patient feels intermittent shocking sensations in his feet while the stimulation is turned on. He also feels a burning sensation while urinating. Further information is being requested from the hcp.

Manufacturer narrative:
.